Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying and high thresholds. Capture management on the implantable pulse generator (ipg) found a lower threshold level than what the physician found during a manual threshold test which resulted in loss of capture. The physician reprogrammed the capture management on the ipg. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.